Event description:
A surgeon reported that one of the intraocular lens haptics broke during insertion. The wound had to be widened to remove the lens. A new lens was implanted during the same procedure.